Event description:
It was reported that caller experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, no additional information was obtained.